Event description:
It was reported that the patient presented in emergency room due to multiple inappropriate high voltage therapies due to rv lead noise. The patient was stable and was admitted. The patient was later transferred to another hospital for lead extraction, and the rv lead was replaced. The patient was stable before, during and post procedure.